Event description:
A male, approximately (B)(6) underwent an abdominal aortic aneurysm repair in 2008. Upon follow up it was noted there was a separation between the stents. On (B)(6) 2013, an iliac leg graft was placed to repair the gap. The procedure went well and gap was resolved. The patient is doing well. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event evaluation: still under investigation.